Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system could not get images from the c-arm when tested. The network cable was checked, the cable was good. The scan process was also checked, a code was inputted and the c-arm could automatically transfer images to the navigation device. The system then passed the system checkout and was found to be fully functional. The cause of this issue was linked to the software configuration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site could not import 3d images from the c-arm after the c-arm was repaired. When they tried to transfer images to the navigation device to test, the c-arm reported that the images had been completely sent to the navigation device, but there was an error on the navigation device and no images could be found on it. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior is the intended behavior of the software. Following entering the code to activate the transfer function and a successful system checkout. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative tried to manually push. After creating a new patient, the mr canceled auto-transfer function then started a 3d spin, however, the orbic still auto sent the scan to the navigation device. After that, the mr started another patient to try, but this time, he selected "no" on 3d navigation, it did not send the scan to the navigation device automatically, but it had the same error that was reported on the navigation device when manually sending. Otherwise, the mr reconnected and re calibrated the orbic and the navigation device, but the issue persisted.